Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant. Sizing of the device was determined via transesophageal echocardiography (tee) and it was reported the shortest distance from patient defect to the aortic root was 16.4mm. During procedure, it was reported the device had pre-released from the delivery cable and embolized in the right atrium through to the right ventricle towards the apex. It was reported there was no partial or complete obstruction of blood flow caused by the device. An attempt was made to snare the device but was unsuccessful. A decision was made to transfer the patient for open heart surgery immediately and the device was removed successfully. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
An event of the device embolized into the right atrium was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.